Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.130.210s-15. Lot number: 71882p2. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 jun 2025. Manufacturing site: jabil grenchen. Expiry date: 01 jun 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 14, the patient underwent surgery with va-hand 1.5 for proximal phalanx fractures of the ring finger. The surgeon is a hand surgery specialist who has extensive experience performing va-hand surgery. In this case, the surgeon claimed that when he fully tightened the two va locking screws in question, each 1.5 mm long and 10 mm long, he did not feel that they were locked as usual. The agency representative who was present at the surgery suggested replacing the screws, but the surgeon decided to leave them in place for fixation. The surgery was completed successfully with no surgical delay. The surgeon requested an investigation into whether there have been any reports of defects with products from the same lot. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.